Manufacturer narrative:
(B)(4). Adequate photographs have not been provided and product has not been returned for evaluation. Therefore, the investigation has been limited to the information provided, a review of the device history records, and a complaint history search. Review of the device history records identified no deviations or anomalies during manufacturing that could be related to the reported event. Review of complaint history identified no additional similar complaints for the reported item and no additional complaints for the reported item and lot combination. This device is used for treatment. The reported event is not related to a combination of products; therefore, a compatibility review is not applicable. These part and lot combinations are not associated with any recalls or field actions at the time the search was conducted. The likely condition of the device when it left zimmer biomet is conforming to specification. The reported event has not been confirmed as relevant photographs have not been provided and packaging has not been returned for evaluation and the DHR review did not identify any issues. The root cause of the reported event can not be determined with the information provided. Corrective or preventative action not required. The root cause of the reported event can not be determined with the information provided.

Event description:
It was reported that during surgery, it would discovered that the sterile packaging was ripped on the side.

Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, it would discovered that the sterile packaging was ripped on the side.